Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the blood glucose ran high. The blood glucose reading was 520 mg/dl. The customer treated with manual injection and was advised to revert to manual injections until the new infusion sets arrived. She stated that the no delivery alarm did not occur at the time of the high blood glucose. The insulin pump passed the high pressure test. The customer was sent samples of different infusion sets to try and the insulin pump was not replaced or returned.